Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis ((pp) device never cycled normally. The physician believes that kinked tubing might have been a contributing factor. The patient ended up having the reservoir of his device removed on an unspecified date during a hernia surgery. The patient then underwent another revision surgery at which time the cylinders and pump were explanted and a new ipp device was implanted on (B)(6) 2021.